Event description:
Reprise IV study (bicuspid cohort). It was reported that left bundle branch block (lbbb) occurred. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, electrocardiogram (ECG) revealed new lbbb. Of note, no new conduction disturbance was noted after valvuloplasty. A temporary pacemaker was placed to treat the event. The following day, the event was considered resolved. It was further reported that the subject was discharged on aspirin and clopidogrel two (2) days post procedure. In (B)(6) 2020, forty-seven (47) days post index procedure, electrophysiology study and ECG revealed worsening lbbb. A new pacemaker was recommended to treat the event. In (B)(6) 2020, seventy-seven (77) days post index procedure, a new permanent pacemaker was successfully implanted. On the same day, the event was considered resolved. It was further reported that 47 days post index procedure, the subject presented for an outpatient follow-up visit where the subject complained of fatigue and was noted to have atrioventricular (av)block. It was further reported that one day post index procedure, the subject developed intermittent av block. No action was taken to treat the event. At the time of reporting, the av block was considered resolved. It was further reported that in (B)(6) 2020, 77 days post index procedure, ECG revealed sinus rhythm with septal and possible lateral infarct. That day, the non-boston scientific permanent pacemaker was implanted. One day later, 78 days post index procedure, a second ECG was performed which revealed sinus rhythm with first degree av block, left axis deviation and high qrs voltage.

Manufacturer narrative:
B5 - describe event or problem: updated. B6 - relevant test / laboratory data: updated.

Event description:
Reprise IV study (bicuspid cohort). It was reported that left bundle branch block (lbbb) occurred. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, electrocardiogram (ECG) revealed new lbbb. Of note, no new conduction disturbance was noted after valvuloplasty. A temporary pacemaker was placed to treat the event. The following day, the event was considered resolved. It was further reported that the subject was discharged on aspirin and clopidogrel two (2) days post procedure. In (B)(6) 2020, forty-seven (47) days post index procedure, electrophysiology study and ECG revealed worsening lbbb. A new pacemaker was recommended to treat the event. In (B)(6) 2020, seventy-seven (77) days post index procedure, a new permanent pacemaker was successfully implanted. On the same day, the event was considered resolved.

Event description:
Reprise IV study (bicuspid cohort). It was reported that left bundle branch block (lbbb) occurred. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, electrocardiogram (ECG) revealed new lbbb. Of note, no new conduction disturbance was noted after valvuloplasty. A temporary pacemaker was placed to treat the event. The following day, the event was considered resolved. It was further reported that the subject was discharged on aspirin and clopidogrel two (2) days post procedure. In (B)(6) 2020, forty-seven (47) days post index procedure, electrophysiology study and ECG revealed worsening lbbb. A new pacemaker was recommended to treat the event. In (B)(6) 2020, seventy-seven (77) days post index procedure, a new permanent pacemaker was successfully implanted. On the same day, the event was considered resolved. It was further reported that 47 days post index procedure, the subject presented for an outpatient follow-up visit where the subject complained of fatigue and was noted to have atrioventricular (av)block. It was further reported that one day post index procedure, the subject developed intermittent av block. No action was taken to treat the event. At the time of reporting, the av block was considered resolved.

Event description:
Reprise IV study (bicuspid cohort). It was reported that left bundle branch block (lbbb) occurred. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, electrocardiogram (ECG) revealed new lbbb. Of note, no new conduction disturbance was noted after valvuloplasty. A temporary pacemaker was placed to treat the event. The following day, the event was considered resolved. It was further reported that the subject was discharged on aspirin and clopidogrel two (2) days post procedure. In (B)(6) 2020, forty-seven (47) days post index procedure, electrophysiology study and ECG revealed worsening lbbb. A new pacemaker was recommended to treat the event. In (B)(6) 2020, seventy-seven (77) days post index procedure, a new permanent pacemaker was successfully implanted. On the same day, the event was considered resolved. It was further reported that 47 days post index procedure, the subject presented for an outpatient follow-up visit where the subject complained of fatigue and was noted to have atrioventricular (av)block.

Manufacturer narrative:
B5: describe event or problem: updated. B6: relevant test/laboratory data: updated. H6: patient codes: updated.

Event description:
(B)(6). It was reported that left bundle branch block (lbbb) occurred. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, electrocardiogram (ECG) revealed new lbbb. Of note, no new conduction disturbance was noted after valvuloplasty. A temporary pacemaker was placed to treat the event. The following day, the event was considered resolved.